Manufacturer narrative:
Correction: the previous or initial MDR submitted on november 22, 2025, was filed inadvertently. No sedated programming occurred. There is no plan to explant the device and the patient is continuing to be counseled on consistent device use. The implanted device remains.

Event description:
Per the clinic, the patient had a programming session under sedation (specific type and date not reported) due to behavioral issue.the patient has a lack in progress with the implant and there are plans to explant the device, however, this has not occurred as of the date of this report.